Event description:
It was reported that the home patient (hp) had a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the homechoice (hc) device during the last fill of peritoneal dialysis (pd) therapy, while the hp was connected. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm. The tsr then had the hp disconnect using aseptic technique and remove the cassette. The hp was to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.